Event description:
It was reported that during remote follow-up, the patient's right atrial (ra) lead exhibited oversensing noise that resulted in atrial pacing inhibition. The physician elected to explant the ra lead and replace it with a new one. The patient's condition remained stable.